Event description:
It was reported that a lead safety switch (lss) was activated, switching from bipolar to unipolar mode due to high out-of-range right atrial (ra) lead pacing impedances exceeding 3000 ohms. Technical services (ts) reviewed the event and noted that this ra lead had already been deactivated and surgically capped due to the patient's condition. Consequently, ts determined that no further action was needed. No adverse patient effects were reported.